Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the cause of the leak was unknown. It was noted that the leak was under the boot.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen (unknown), concentration 700 (unknown unit) at a dose/frequency of 96 (unknown unit) via intrathecal drug delivery pump for intractable spasticity and other spasticity. It was reported that during a pump replacement the hcp opened the pocket and found a leak in the catheter. It was reported that the catheter was partially explanted: hcp revised the pump segment of the catheter; the hcp cut the catheter where the leak was and placed a new catheter (pump segment revision kit) from the manufacturer, then aspirated and completed a dye study with fluoroscopy. It was reported that the explanted catheter segment would not be returned to the manufacturer as the customer discarded it. It was reported that there were no known environmental, external or patient factors that may have led or contributed to the issue. It was reported that the patient had no symptoms, and the doctor reduced the dosage; the issue was resolved at the time of this report. It was reported that the patient status at the time of this report was "alive - no injury." No further complications were reported.